Event description:
The customer reported that a piece of fse (fetal spiral electrode) was found in the head of the baby. This issue was not directly seen after delivery and was noted later due to swelling in the head. The consultation ER resulted in removing the piece of metal from the head of baby.

Manufacturer narrative:
It was reported that a piece of fse (fetal spiral electrode) got stuck in baby¿s head which was noticed after one week of delivery. The reported fse (fetal spiral electrode) caused swelling in the head and had to be removed by consultation ER. A good faith effort was made to obtain parts back for evaluation of the reported fetal spiral electrode associated with this complaint evaluation, but attempts have been unsuccessful. The reported fse (fetal spiral electrode) was scrapped by the customer. The reported fetal spiral electrode was discarded. Based on our investigation, there is insufficient data available to determine the actual cause of the incident.

Event description:
The customer reported that a piece of fse (fetal spiral electrode) was found in the head of the baby. This issue was not directly seen after delivery and was noted later due to swelling in the head. The consultation ER resulted in removing the piece of metal from the head of baby.